Event description:
It was reported that the atrial lead exhibited oversensing/noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2006.(B)(4).